Manufacturer narrative:
As of today, products associated to this complaint have not been returned. Customer claims discrepant results (inratio low) and the meter does not beep when sample is applied. Root cause analysis: pt is on multiple medications - some spec meds are plavix, lipitor, zantek. The values of 3.7 (lab) and 1.6 (meter) were not evaluated because they were performed two days apart. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Inratio precision data provided by end-user: value #1 1.6. Value #2 1.4. Mean 1.5. St dev 0.141421. %cv 9.42809. The time elapsed between the two meter tests was not given and strip lot info was not given. The %cv is less than 20%. The precision criterion is met. Product testing is not required. Unable to investigate claim of meter not beeping when sample is applied. As of today, products associated to this complaint have not been returned.

Event description:
Caller alleged discrepant results (precision - inration low) comparison of inratio test compared with lab results. And the meter does not beep when sample is applied. Results as follows: taken 2 days after set -1.